Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the first band was deployed correctly at the varices; however, when the next band was deployed at another side, it would not deploy. Attempts were made twice; however, the band would not deploy. The scope was removed along with the device, and it was found that the white band overlapped with the other blue bands. The device was tested outside the patient, but the band would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped, and the white band was damaged.